Manufacturer narrative:
The customer reprinted the sample barcode labels and retested. The customer stated all barcode readings were acceptable. The customer indicated they will monitor the label maker for smudge and smearing. The customer will contact cts if the incident occurs again. (B)(4). No service needed.

Event description:
The customer states that the sample camera misread the barcode labels of two samples from two different batches. No erroneous results were reported.